Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) confirmed the customer comment that the control knobs were tight to turn; the encoder assembly was found to be out of mechanical specification. Analysis also noted that the output connector assembly was broken, the hanger assembly was broken, and four case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the control knobs on the external pulse generator (epg) were tight to turn. There was no patient involvement.